Manufacturer narrative:
The event date is an approximate date. Only the month ((B)(6)) and year (2019) are known. Evaluation results: one ez deflate pressure cuff was returned for investigation. Upon visual inspection, the investigator observed that the pressure chamber had a loose hose. There was also a crack on the pressure chamber door. The unit was losing pressure due to the aforementioned reasons. The door was replaced and the loose tubing was adjusted. The ez deflate pressure cuff was subsequently connected to the one level 1 trauma fast flow system. The desired pressure of 289 mmhg was then achieved on the one level 1 trauma fast flow system. The customer reported product problem was therefore replicated. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported pressure chambers infused only 60 percent of the infusion bag in five minutes. No patient injury or complications were reported in relation to this event.